Event description:
Pt revised to address instability and subluxation

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicated the size device selected at primary surgery did not achieve the desired stability and a larger device was implanted. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.